Manufacturer narrative:
Initial and final MDR (B)(4). - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-may-2024, it was reported by patient faced an infusion set leakage at the site since (B)(6) 2024. The blood glucose level of te patient was high which was treated by correction injection via multiple daily injection. The issue occurred with three similar types of infusion sets used for 2-3 days. No further information available